Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was due to a breach in aseptic technique, further described as the attendant performed capd without proper training. On an unreported date; the patient began treatment with vancogen injection (dosage, route, frequency, and duration not reported) and ceftazidime (1 gram, route, frequency, and duration not reported) for the peritonitis event. The cause of death was reported to be peritonitis. On the date of the onset of peritonitis, the patient was hospitalized for the event. The patient was not recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. It was reported that on an unreported date, the patient catheter was removed, but it was not reported if dianeal therapies were ongoing up until death. It was not reported if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. It was not reported if the patient had been retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.